Event description:
It was reported that the cardioplegia pump lost the high and low speed functionality. The medium speed was used to complete the surgery. It was reported that the f5 and f7 fuses were blown. The surgery was completed successfully and no pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and the reported event was confirmed. The fuses were replaced and the sys functioned as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.